Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a "high internal oxygen" alarm occurred. The device's oxygen blending module board was replaced to address the issues.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and a "high internal oxygen" alarm occurred. The device's oxygen blending module board was replaced to address the issues. The oxygen blending module board was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module board functioned as designed and operated without issue or error codes.